Manufacturer narrative:
Product analysis: as found condition: the pipeline flex and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch. The pushwire was protruding from the hub and tip coil was partially deployed from catheter tip. Visual inspection/damage location details: the pushwire was found to be bent at ~41.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal end of the pipeline flex was found not fully opened and twisted due to damaged braid. The proximal end of the pipeline flex was found fully opened and moderately frayed. No flash or voids molded were observed in the hub. The catheter body was found to be flattened from ~1.8cm to ~0.5cm distal tip. No damages or irregularities were found with the phenom-27 catheter distal tip/marker band. No other anomalies were observed. Testing/analysis: for further examination, the pipeline flex was pushed out from the catheter without any issues. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issue; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have resistance and failure to open at the distal end as the distal end of the pipeline flex braid was not opened due to damaged braid. However, the root cause could not be determined. The pipeline flex and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (flattening), pipeline flex braid (fraying) and pushwire (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the phenom 27 catheter against resistance. It is likely that severe vessel tortuosity may have contributed to the reported issues. There was no non-conformance to specifications identified that led to the failure to open and resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 ped pipelines failed to open distally and had resistance in the phenom 27 catheter. The patient had multiple aneurysms in the cavernous sinus of the internal carotid artery. The two aneurysms were far apart. Therefore, the surgeon decided to use two dense mesh bridging therapy. After all equipment was prepared and rinsed according to the instructions for use (IFU), phenom 27 was in place as originally planned, satisfied with the successful deployment of the first dense mesh. Then used the second 500-35 model dense mesh, and after rinsing according to the IFU, when reached the designated position, the tip could not be opened during the process of withdrawing the microcatheter and deploying the ped. After deployed a period again according to the operation guide and waited for more than 10 minutes, recovered and re-deployed, the ped still could not be opened. After took out the body, it was found that the tip of the dense mesh stent was damaged. Then prepared the second 500-20 dense mesh stent. After flushing followed IFU beforehand, when reached the designated position and withdrew the microcatheter, the same phenomenon occurred as the first one. The tip could not be opened, and there was resistance during the push of the stent. During several attempts to recover the stent, the stent and microcatheter were found to be stuck together, unable to operate normally, it was taken out together with the system. The pipelines were not positioned in a bend. More than 50% of the pipelines had been deployed when it failed to open. No additional steps were taken to open the pipelines. The pipelines was removed from the patient. The resistance was in the distal section of the catheter. The devices were prepared as per IFU. The patient was being treated for an unruptured, amorphous aneurysm in the internal carotid artery cavernous sinus. The max diameter was 4.0mm and the neck diameter was 4.5mm. The distal landing zone was 4.40mm. The proximal landing zone was 4.85mm. Vessel tortuosity was severe. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.